Manufacturer narrative:
B.1 revised to reflect both adverse event and product problem based on the additional information received. B.2 revised to reflect requited intervention due to additional information received from the clinical site. B.5 added information received from the clinical site. D.9 device date returned/information was added. G.2 added study due to additional information received from the clinical site. H.1 revised to serious injury based on the additional information received. H.3 revised if the device was not evaluated, to device evaluation anticipated, but not yet begun due to device being returned. H.6 added codes due to additional information received from the clinical site. H.10 added additional instructions for use due to additional information received from the clinical site. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ e.1 added fax number as it was inadvertently omitted from the initial manufacturer device report number. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-11728 was submitted in accordance with updated procedures.

Event description:
Additional information was received from the clinical site that following the implant, the patient experienced bleeding from their chest tube and suffered vasodilatory shock, both of which were considered to have a possible relationship to the impella procedure. The patient was put on inotropic support in response to the vasodilatory shock. The dressing was reinforced at the CT sites and a blood transfusion was performed to treat the bleed. It was later reported that the patient also showed signs of hemolysis during support. Following a scheduled procedure on impella support, the patients pfhb values were greater than 40. Four units of packed red blood cells, one unit of fresh frozen plasma, and one unit of platelets were transfused to treat the condition. The hemolysis was considered to have a possible relationship to the impella device and procedure.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the pump met resistance at the innominate and was unable to advance as per the clinical description. Added-h6 med dev prob code 2682 f6/f8 should have been left blank. G1 reporting contact fax number missing.

Event description:
The complainant reported a patient undergoing cardiac surgery was to be implanted with an impella 5.5 device for mechanical circulatory support. Complications were encountered during implant of the impella 5.5 pump. After passing over the wire, the pump met resistance at the innominate and was unable to advance. The axillary implant was aborted and the pump was subsequently implanted via direct access. There was no patient harm associated with the delivery issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella 5.5 with smartassist for use section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Manufacturer narrative:
The investigation of delivery issues, hemolysis, vascular damage - great vessel, and vf/vt/af/at has been completed. The root cause of the delivery issue was most likely patient condition related as evidenced by the clinical detail of the pump meeting resistance at the innominate and was unable to advance. The root cause of the access site bleeding - major was not determined as no product was returned for analysis and limited clinical information related to failure was provided. The root cause of the hemolysis issue was not determined as there were no abnormalities in the data logs and insufficient clinical information was provided related to failure. As the necessary information was not provided, the root cause of the vt/vf was not determined. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-11728. G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2024-11728. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-11728.